Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: d154vrc, implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the patient received multiple inappropriate shocks due to t-wave sensing. The patient was admitted to the hospital overnight. The device was interrogated in the clinic the next day and clear t-wave sensing could be seen. A system upgrade is being considered and the device was re-programmed in the meantime. No further patient complications have been reported as a result of this event.